Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: water and air leaks due to rubber damage; air and water supply cylinders are scraped due to cleaning brushes; operational damage due to physical load; connector corrosion due to chemical load; connector damage due to chemical load; a part of the bending section rubber fell off; suction cylinder scraped due to cleaning brush. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing was inadequate due to the leakage of the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents." Chapter "cleaning, disinfection, and sterilization procedures." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus; however, the evaluation has not begun. Prior to the device undergoing a physical inspection, it was sent to an independent laboratory for culturing. Once the culturing has been completed and results have been provided, the scope will be returned back to olympus and evaluated. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. During pre-cleaning, the channels were rinsed with water. The customer reported not using a detergent during pre-cleaning. During manual cleaning, the customer brushed the operating/suction channel, the suction cylinder and the operating channel port and used detergent anisyme xl3. The customer did not provide the brushes used. The scope was not manually disinfected. Soluscope series 4 was used as the automatic endoscope reprocessor (aer) along with detergent soluscope cln and disinfectant soluscope paa the scope was stored in a simple soluscope cabinet with no drying function (dsc8000). Olympus was used for repair and maintenance. The scope was not sterilized. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope tested positive for an microbiological contamination. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.